Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), austria. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t did not cool anymore. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A livanova field service engineer was dispatched the customer and found cooling coil in tank is leaking (bubbling noise), the solenoid valve and pumps are correctly working, no short circuit on unit and the mains is correctly working. Repair probably uneconomical and therefore the device will likely be scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: complaints database analysis revealed that no similar event was reported nor concerning trend for this kind of failure, since unit installation. Based on the above facts and on the investigations performed for similar cases, the most likely root cause of the issue is a failure of the cooling system. A potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, water will enter the cooling circuit and the compressor unit causing immediate damage. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.